Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis on 10/14/2015. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and no physical damages were observed. A review of the autopulse platform's archive was performed and multiple user advisory (ua) 16 (timeout moving to take-up position) messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse was performed as the autopulse displayed a user advisory 16 message upon power up, thus confirming the customer's reported complaint. Further inspection identified that the brake gap had seized. The reported complaint of the lifeband being unable to engage was also confirmed. It was found that the clutch plate was sticky and needed to be deburred. After cleaning the brake gap with alcohol and deburring the clutch plate, the platform was run several times using a large resuscitation test fixture (lrtf) and no additional problems were observed. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint of the platform displaying a ua 16 was confirmed through review of the archive and functional evaluation. Further inspection determined that the brake gap had seized and needed to be cleaned. The customer's reported complaint of the lifeband not engaging was also confirmed. It was determined that the clutch plate was sticky and needed to be deburred. No parts were identified for replacement. The platform passed all final functional testing criteria.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message and the lifeband was unable to engage. The customer exchanged the lifeband, however the issue would not resolve. Use of the autopulse was discontinued and the customer reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No additional details were provided.